Event description:
It was reported that the reading mechanism was broken, as it was not possible to remove the cartridge from the pump. Per reporter, there was no patient involvement, and the issue was discovered during testing. Evaluation of the returned device identified error code 46228 indicating a printed wire assembly (pwa) failure.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The lock mechanism was not working, and the cartridge could not be removed. However, review of the event history revealed error code 46228 indicating a failure of the printed wire assembly (pwa). This indicated a reportable malfunction based on the pwa. The pwa will be replaced to address this issue. Service history review had no indication that the complaint was related to a service of the device within the review period.